Manufacturer narrative:
No product has been returned for investigation nor were radiographs or images provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was completed on (B)(6) 2019. As per reporter, the rod was jammed.

Manufacturer narrative:
Investigation findings: the rod was received for visual and functional testing. Visual inspection revealed score marks observed on the distraction rod consistent with incremental distraction. Functional testing revealed that the rod was unable to distract with manual distractor and electronic remote controller (erc). Due to the current condition of the rod (jammed), force testing was not performed. The reported failure mode was confirmed as the rod was not distracted and it did not meet acceptance test specifications per. . The rod was sectioned and debris build up was found, which may have caused the reduced functionality. Sectioning of the rod determined that it could not be separated from the housing without use of high force. Bending forces applied to the rod from patient anatomy/activity may have caused the distraction rod to wedge into the housing tube, which would cause the rod to be jam. Review of the device history records revealed no discrepancies related to this complaint. The rod was manufactured in accordance with the specified requirements and met all of the required quality inspections.

Event description:
This report was updated to include investigation findings.